Event description:
A report was received that the pt was not receiving adequate coverage. The physician discovered that the leads had migrated, infection at the lead site, and that the ipg had flipped. Discharge was observed at the lead site. The physician believed that the infection was procedure related and prescribed oral antibiotics for the pt.